Manufacturer narrative:
Concomitant medical devices: modular neck g 12/14 neck taper, catalog no# 00771301300; lot no# 62578402, bone screw self-tapping 6.5 mm, catalog no# 00625006530 ; lot no# 62803360, shell porous with cluster holes 62 mm, catalog no# 00620206222 ; lot no# 60345723, liner standard 3.5 mm offset 36 mm, catalog no# 00630506236 ; lot no# 62251704, bone screw self-tapping 6.5 mm, catalog no# 00625006535 ; lot no# 62793503. Therapy date : (B)(6) 2018. The manufacturer did receive x-rays, or other source documents (implant report) for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to periprosthetic fracture.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: periprosthetic fracture. Event summary: patient underwent a right tha on (B)(6) 2014. Patient suffered a periprosthetic fracture on or around (B)(6) 2018. Patient underwent a revision of the right tha on (B)(6) 2018. Review of received data: - the following x-ray analysis was performed by a health care professional. -ap lower pelvis and ap and oblique views of the right hip all dated (B)(6) 2018: radiographs dated (B)(6) 2018 show normal alignment of the right hip arthroplasty without evidence of abnormality. Ap right hip from (B)(6) 2018 shows interval development of an oblique periprosthetic fracture of the proximal right femur with valgus angulation at the fracture site, there is no dislocation. Overall fit and alignment of the arthroplasty components on (B)(6) 2018 appear unremarkable. Bone quality appears normal on all radiographs. No signs of loosening, wear, radiolucency, or any other contributing factor such as malalignment that would cause issues with any of the components were present on any of the x-rays. - ap right hip from (B)(6) 2018: the only radiographic abnormality is the periprosthetic fracture of the right femur. - surgical report of implantation: date of surgery: (B)(6) 2014. Surgeon: (B)(6), md. Implanted devices: - biolox delta, ceramic femoral head, m, 36/0, taper 12/14 (ref: 00-8775-036-02, lot: 2733047). - modular neck g 12/14 neck taper (ref: 00-7848-023-00, lot: 62636613). - modular femoral stem cementless size 13.5 (ref: 00-7713-013-00, lot: 62578402). - bone screw self-tapping 6.5 mm dia. 30 mm length (ref: 00-6250-065-30, lot: 62803360). - shell porous with cluster holes 62 mm (ref: 00-6202-062-22, lot: 60345723). - liner standard 3.5 mm offset 36 mm (ref: 00-6305-062-36, lot: 62251704). - bone screw self-tapping 6.5 mm dia. 35 mm length (ref: 00-6250-065-35, lot: 62793503). Preoperative diagnosis: osteoarthritis right hip. Surgical procedures: right primary thr. Relevant surgical findings: this patient has body mass index (bmi) of 27.90. Bone quality was excellent. Relevant description of procedure: the femoral head was removed revealing severe acetabular and severe femoral head arthritis. [...] The size 13.5mm kinectiv m/l taper femoral stem was impacted. Excellent press-fit stability of the stem was obtained. [...] The hip was reduced and taken through a full range of motion. Leg lengths were felt to be clinically equal. Excellent stability was noted both anteriorly and posteriorly. Abductor tension was tested with an appropriate lateral pull and was found to have adequate restoration of abductor muscular tension. Trial components were removed. The femoral neck was checked both anteriorly and posteriorly for any fractures and no fractures were identified. [...] A +0mm/36mm head was place on the modular straight rightg - ( +0) extended offset trunion and the assembled head/neck was impacted and felt to be secure. - revision op notes were not provided. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as all retrieved devices were scrapped. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: as the involvement of the biolox head within the reported periprosthetic fracture remains unknown, no specific risk assessment could be performed. However, all possible causes related to the biolox head subject to this issue are listed in the applicable risk file. Conclusion summary based on the x-rays and the given information the complaint, consisting of a periprosthetic fracture, could be confirmed. Primary op notes from (B)(6) 2014 states that the patient underwent a right primary thr due to osteoarthritis. During the procedure, trials were performed successfully. The devices were implanted and the surgeon noted excellent stability and range of motion. The patient tolerated the surgery well and was taken to the recovery room in a stable condition. Revision op notes were not provided. The final report of the x-ray review states that radiographs dated (B)(6) 2018 show normal alignment of the right hip arthroplasty without evidence of abnormality. Ap right hip from (B)(6) 2018 shows interval development of an oblique periprosthetic fracture of the proximal right femur. Neither the device nor photos were received; therefore the condition of the biolox head is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the given information and the results of the investigation, it remains unknown whether the biolox head contributed to the reported event, which seems rather unlikely due to the position of the head and the femoral periprosthetic fracture. Further, the retrieved biolox head has not been returned for investigation. Additionally, no information about the patient's condition and the patient's history (like patient falls etc.) Prior and after the implantation is given. Therefore, based on the given information we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4) . Note: m/l neck taper was captured under zimmer inc., warsaw reference number (B)(4).

Event description:
No change to initialy reported event.